Event description:
On (B)(6) 2012 the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurately high readings. The patient obtained the blood glucose reading of 109 mg/dl on the reported meter, and the laboratory result of 88 mg/dl within 10 minutes. The patient's testing technique was correct, and the test strips were in good condition and within opened expiration dating. The patient did not suffer any injury due to the reported meter. The patient experienced no symptoms and he denied seeking medical attention. However, as the test results fell outside expected values for accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the test strips failed testing, the complaint was not confirmed. However a secondary issue was found unrelated to the complaint. On performance testing with control solution, the test strips were found to be reading low. In addition, the meter also failed testing, but the complaint was not reproducible. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.